Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter, smart device, and receiver occurred. No additional patient or event information is available. Data was provided for evaluation but does not reflect the product at fault. The reported event of a loss of connection could not be confirmed. A root cause could not be determined.